Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment was identified in the right cornual region, we could not identify entire coil'), pelvic pain ('pelvic pain') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included kidney stones, multigravida, miscarriage, dental operation, abdominal pain, nausea, back pain, adenomyosis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general),") and was found to have a pregnancy with contraceptive device ("single live intrauterine gestation with best estimated age 9 weeks 0 days"). The patient was treated with surgery (essure removed and tlh with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. 2721g was the reported birth weight. The reporter considered device breakage, device expulsion, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details- right 7 and left 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Pregnancy test urine - on (B)(6) 2016: positive. Batch no d01976, production date 2014-08-28, expiration date 2017-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pregnancy with contraceptive, device expulsion, device ineffective, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment was identified in the right cornual region, we could not identify entire coil'), pelvic pain ('pelvic pain') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefecrtive". The patient's medical history included kidney stones, pregnancy, miscarriage, dental operation, abdominal pain, nausea, back pain, adenomyosis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general),") and was found to have a pregnancy with contraceptive device ("single live intrauterine gestation with best estimated age 9 weeks 0 days"). The patient was treated with surgery (essure removed and tlh with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. 2721g was the reported birth weight. The reporter considered device breakage, device expulsion, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details- right 7 and left 2 coils noted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Pregnancy test urine - on (B)(6) 2016: positive. Batch no d01976 production date 2014-08-28 expiration date 2017-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pregnancy with contraceptive, device expulsion, device ineffective, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter added, case became medically confirmed, other relevant history, pregnancy information , lab data ,concomitant drug added. Event : " single live intrauterine gestation with best estimated age 9 weeks 0 days" , " device ineffective" , ' small fragment was identified in the right cornual region, we could not identify entire coil" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general),"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, device expulsion and genital haemorrhage outcome was unknown. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- right 7 and left 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Batch no d01976 production date 2014-08-28, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general),"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, device expulsion and genital haemorrhage outcome was unknown. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details- right 7 and left 2 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Most recent follow-up information incorporated above includes: on 6-nov-2020: pif received. Case became serious incident as removal was done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.